Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the screen was shattered, unresponsive and not functional. The customer's blood glucose was 221 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.